Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly was found.

Event description:
It was reported that the patient presented for an av node ablation. Previously, a decrease in sensing and rise in threshold was noted on the rv lead. As the patient would be pacemaker dependent after the ablation, a lead revision was planned. The lead was explanted and replaced when attempted repositioning was unsuccessful. The patient condition is good.